Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture thresholds and low impedance and sensing were observed on the right ventricular channel of the pulse generator. The device and lead were explanted and replaced.